Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient experienced ventricular tachycardia (vt), and the ICD didn't deliver therapy. The health care professional (hcp) attempted to interrogate the device with a consult communicator, however, it wasn't able to be interrogated. Boston scientific technical services (ts) reviewed data in the latitude remote monitoring system and it indicated that latitude was unable to monitor the device due to limited battery capacity. The ICD was interrogated with a programmer, which indicated the battery capacity was depleted on (B)(6) 2018. In addition, the device recorded 1007 and 1003, which is indicative of a charge time greater than 45 seconds, and battery voltage too low for projected remaining capacity. It was noted that before the vt episode, the patient experienced an infection and was intubated. The infection was not related to the device system. The physician advised against a device replacement due to the patient's condition. This ICD remains in service. No adverse patient effects were reported.